Manufacturer narrative:
(B)(4).

Event description:
It was reported pt's battery overdischarged. Pt had telemetry issues. There was a previous instance of overdischarge. A physician mode recharge (pmr) was successful. The pt experienced a power on reset following the pmr. Additional information has been requested and will be made as follow up as it becomes available.